Event description:
The customer contacted philips healthcare to report that the ready for use (rfu) indicator shows a solid red x. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.